Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection resulting in a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection and disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of three of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection which resulted in a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) assisted the patient to cycle the device twice and remove the supplies. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.